Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure the aquabeam handpiece was unresponsive after docking with the aquabeam motorpack. The aquabeam handpiece was replaced to address the issue and the aquablation procedure was continued through successful completion. The reported event caused a surgical procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece was returned for investigation. Visual inspection observed a straight handpiece, no bends were observed on the irrigation and scope tubing. Functional testing confirmed the "handpiece unresponsive after docking" as it created a crunching noise and triggered an e22 - motorpack error message shortly after docking to a test motorpack. Additional analysis observed a sheered tooth on the idle gear attached to the encoder carriage. The sheered tooth caused the idle gear to slip and preventing the transitions of the different indices with r-motion and caused the e22. This was due to a stationary high-pressure stainless steel gear and continuously rotating plastic r-shaft gear and idle gear. The stronger stagnant stainless steel gear failed to rotate and caused the softer idle gear to sheer of one of its teeth, thus causing the gear to slip triggering the e22 error. How the high-pressure gear was stagnant remains undeterminable. The defective idle gear was replaced with a non-defective one and the handpiece performed three (3) consecutive docking cycles without the cracking noise and no e22 - motorpack error messages being triggered. A review of the device history record (DHR) for serial number (B)(6) and the lot number 20c00843 for the aquabeam handpiece were performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and the aquabeam handpiece met all design and manufacturing specifications when released for distribution. No other similar events have been reported to procept. The aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5: system detected errors and faults; e22 - motorpack error; release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The root cause of the reported event unable to be determined. This is the first occurrence of this failure mode (complaint rate (B)(4)% from 28-apr-2021 to 1-dec-2021). Procept monitors and trends complaint data as part of the quality management system. Should a trend arise for this failure mode, further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.